Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop at the end of the peg tube broke as they were pulling the tube out of the stomach. They were able to grab the tip of the tube and no part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the device found the presence of residue, indicating use/ handling. The feeding tube had been cut at approximately 10.6 cm from the outer ring and the distal portion of the device was not returned for analysis. The dilating tip wire loop was noted to be broken and frayed at the apex. A small piece of wire loop was attached to the apex of the pull wire. A 3mm cut was found in the tubing between the outer ring and the edge of the dilating tip. It was noted that the condition of the returned unit was consistent with the complaint incident that the wire loop broke. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop at the end of the peg tube broke as they were pulling the tube out of the stomach. They were able to grab the tip of the tube and no part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.